Event description:
It was reported that the patient underwent primary hip surgery on an unknown date. Revision procedure was performed on (B)(6) 2015 due to posterior dislocation. No further information has been received.

Manufacturer narrative:
The user facility is outside of the united states. No medwatch report was received. No product has been returned. Current information is insufficient to permit a conclusion as to the cause of the event. No further complications have been reported. Implant date - unknown. This is 2 of 2 mdrs relating to the same reported event. Please also see MDR: 3002806535-2015-00066.